Event description:
Tech alleged that the brake casters ratchet side to side when brakes are set. No injury reported.

Manufacturer narrative:
The tech replaced the brake and brake steer casters to resolve the issue.